Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the main lamp not turning could not be identified. However, it¿s likely the cause is related to a faulty ignitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the main light did not turn on. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the main lamp of the visera xenon light source did not turn on. The issue occurred during a therapeutic thoracoscopic procedure. The procedure was completed using the same set of equipment. The customer noted the lamp had been replaced the previous week. There were no reports of patient or user harm associated with this event.